Event description:
Patient underwent cardiac catheterization and closure with a vascular closure device. Patient developed pulseless leg and numbness of the foot due to an occluded popliteal artery. Patient returned to surgery and discovered the occlusion was the result of a clot and foreign body (angioseal / vasoseal vcd) that may have been deployed intra-arterial. Patient subsequent recovery uneventful.